Event description:
It was reported that during the implant procedure, the lead exhibited unacceptable thresholds. The helix could not be retracted, the lead was left in the heart and a new lead was placed; no additional information was provided. The patient was doing well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.